Manufacturer narrative:
(B)(4). Baxter received one unit for evaluation. The reported condition was not confirmed. Visual examination of the unit showed no evidence of defect. Functional testing and pressure testing were performed on the device. Both types of testing were completed and it was determined that the device met specification requirements. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The lot number was not provided; therefore, a batch review could not be conducted.

Event description:
It was reported that a power injectable microbore catheter extension set would not flush; resulting in clotting. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.